Manufacturer narrative:
An investigation was carried out into this complaint. Based on the information received on 16 oct 2017, flowtron acs900 pump was involved in the event with patient. It was reported that the patient, who was undergoing a surgery, presented the hyperemia in lower limbs (anterior tibial region) after the use of flowtron acs900 pump and calf garments l-503m. No device malfunction or abnormal operation was indicated by the initial reporter. When reviewing reportable events, we have found one case presenting a similar scenario to the one investigated, which occurred with the involvement of the same flowtron acs900 pump at the reporting facility. The pump was quarantined by the customer and made available for arjo evaluation. The involved unit (with no garments attached) was received in the service center on 22 nov 2017. The unit did not reveal any obvious visual defects, no cracks were noticed on the surface. The device was turned on and tested with sample garments. An initial functionality check covered the following areas: operation of the buttons, display: ok. Software version: (B)(4). Battery function: ok. Garments recognition: ok. Pressure readings: ok. 24 hours cycling test: ok. All pressure readings were noted within specification. The next step of the investigation process was to verify a proper functionality of garments. As no original garments were returned from the facility, sample garments were used for testing procedures. The unit was able to start up without any stalls or errors and showed the icons in the correct state. The therapy was initiated and performed properly, with no anomalies found. Inflation cycles were regular, garments were vented during inflation cycles. Following results of software logs analysis (including the analysis of errors occurring during device operation, potential application failures, battery information, system counters), there were no areas indicating errors which might have occurred during use. To conclude, the results of testing showed that the pump was functioning properly, venting between inflation cycles. Observed pressure readings were found to be within specification. All visual alerts and icons properly showed current state of the unit. The pump has properly identified different garment types and started the therapy as designed. Investigation of the flowtron acs900 unit and sample garments showed no defects. Arjo have been unable to identify any potential malfunctions which might have led to the reported incident. It has been established that the flowtron acs900 pump was used for patient therapy at the time of the event. The system was suspected to have malfunctioned (not performing to specification) when the event took place. However, the fault was not confirmed during device evaluation.

Manufacturer narrative:
The pump was received in service unit and evaluated on (B)(6) 2017. The device was turned on and tested with known garments. All pressure readings were within specification. (B)(4) is in the process of returning the involved pump for further evaluation at the (B)(6). Additional information will be provided upon the investigation conclusion.

Manufacturer narrative:
This report is being filed under exemption e2012066 by getinge (suzhou) co., ltd. (Registration #(B)(4) on behalf of the importer arjohuntleigh, inc. Ahus (registration #(B)(4). Additional information will be provided upon the investigation conclusion.

Event description:
On (B)(4) 2017 arjohuntleigh was informed about an event which occurred with the involvement of flowtron acs900 pump. It was reported that the patient presented the hyperemia in the lower limbs after the use of flowtron acs900 pump. Circumstances of the event remain unknown. Currently, arjohuntleigh is in the process of gathering additional information and returning the involved pump for evaluation.